Event description:
It was reported during in clinic follow up that the patient had a pocket hematoma and infection was suspected. Right ventricular lead screw mechanism failed to retract but was able to be successfully explanted along with the rest of the system. The patient tolerated the procedure well and no complications were reported.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).